Manufacturer narrative:
For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event. For the other pending event, the investigation determined the user did not install required carry-over evasion washes for the assay. There were no follow up actions.

Manufacturer narrative:
Serial numbers continued: (B)(4). The investigations found: for 2 events: the investigation could not identify a product problem. The cause of the event could not be determined. For 1 event: the investigation determined that there was a liquid level detection failure of the sample probe due to either a bubble or adjustment. For 1 event: the investigation determined that the rinse mechanism was out of adjustment. For 1 event: the investigation determined the issue was resolved by the replacement of the reagent probe. For 1 event: the investigation determined the issue was due to the system needed to be decontaminated. For 4 events: the investigation determined that the field engineering specialist (fes) service activities resolved the issue. For 1 event: the investigation determined that the issue was caused by a clogged cleaning bath. For 1 event: the investigation determined that the error was caused by the sample probe being out of alignment. For 2 events: the investigation is ongoing. The follow-up actions were: for 1 event: the sample probe was adjusted and re-aligned. The gear pump pressure, rinse volumes, and vacuum were all checked. Calibration, controls, and precision studies were acceptable. For 1 event: the rinse mechanism was re-adjusted. The analyzer was checked and it was ok. For 1 event: the customer replaced the regent probe which was clogged. The fes checked probe alignment, probe rinse function, and used a thin wire to clean out the reagent probes. For 1 event: the fes checked the analyzer and no misalignments were found. The analyzer was confirmed to be running within specifications. For 1 event: a decontamination of the system was performed and controls were within the customer's guidelines. The performance of the instrument was verified. For 1 event: the fes found sample probes that were misaligned. He adjusted the sample probes alignment. For 1 event: the cleaning bath was cleaned and the sample probe was replaced. The performance of the instrument was verified. For 1 event: the fes aligned the sample probe and performed precision testing with acceptable results. For 1 event: the fes replaced the solenoid valve. Precision and qc completed within specification. For 1 event: the fes found damaged vacuum bottles and damaged valves. He replaced the damaged parts. For 1 event: precision studies were performed and were within range. Calibration and controls were run and passed. For 1 event: the fes replaced the gear pump head and a valve. For 2 events: the follow-up actions are still to be determined the reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes <noe>14</noe> malfunction events. Questionable low results were generated by the cobas 6000 c (501) module. The events involved a total of 16 patients with the following: 1 patient had a questionable lact gen.2 result. 1 patient had a questionable etoh2 ethanol gen.2 result. 7 patients had a questionable ca2 calcium gen.2 result. 1 patient had a questionable crep2 creatinine plus ver.2 result. 1 patient had a questionable aceta acetaminophen result. 1 patient had a questionable aceta acetaminophen 2 result 1 patient had a questionable bilt3 bilirubin total gen.3 result. 1 patient had a questionable crpl3 c-reactive protein gen.3 result. 1 patient had a questionable vanc2 vancomycin result. 1 patient had a questionable a1c-3 tina-quant hemoglobin a1c gen.3 result. For 14 patients the patients' ages ranged from 3 days to 87 years old. For 2 patients the patients' weight ranged from 116 lbs to 250 lbs. Three of the patients were males and eleven of the patients were female.